Event description:
The following was reported to belmont's importer in canada by the user facility, "today during a critical case we attempted to use the belmont. It was unplugged, moved to another area in the room and was primed. It was then plugged back in, only being unplugged for a few minutes. Blood products arrived and the line was primed with the blood, rolled closer to the patient when the machine powered off. There was no warning, no beeping just turned off. It was switched off and on, multiple times, we plugged it into two different outlets and it would not turn back on. It did at one point turn back on but did not stay on for long before it turned back off. At one point while plugged in, it did turn on but the alert on the screen said "battery no heating". The patient involved later died however it was confirmed to belmont that the patient death was not as a result of the alleged incident with the belmont device.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies for evaluation. Although the patient involved in the incident died, there is no allegation that the device contributed to death. The shutdown is obvious to the user while interacting with the device. Infusion of the patient can be continued by other means. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of power cord not plugged in ac power, the rapid infuser displays the following alarm message: "battery no heating." To indicate the system is now in battery mode and heating is suspended. The maximum flow rate is 50ml/min, and heating is suspended. The operator's manual also provides possible conditions and additional recommended operator actions:" plug into ac receptacle; check power cord connection. Keep the system plugged in to charge the battery". The operator's manual also has caution: "battery operation should be used only briefly or at very low flow rates because there is no heating". The investigation is ongoing and without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Manufacturer narrative:
The device was tested by a belmont service technician. The reported issue of a shutdown could not be reproduced after extensive testing. Belmont checked the cpu board, power driver module and power cables and all were in good connection with no issues identified. A possible cause of the unit shutting down is a depleted battery from no ac power from the power cord not being fully seated. The battery life of this unit was tested and was found to be operating as designed. The device history was reviewed and no issues were identified. The device was system tested and passed with no issues. The hospital staff was in-serviced to ensure they are comfortable utilizing the device. No device malfunction could be verified and the root cause could not be determined. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.